Manufacturer narrative:
Intracranial hemorrhage following mechanical thrombectomy is a well-established expected complication of this procedure type. Ich may arise from hemorrhagic transformation following reperfusion, pre-existing blood-brain barrier disruption, anticoagulation or thrombolytic therapy, and the natural history of the underlying stroke, all independent of device integrity. Tici 2b revascularization, as achieved in this case, itself carries a recognized risk of hemorrhagic transformation. No device defect was identified or reported. The drivewire 24 performed its intended functions without reported structural failure, fracture, tip separation, or coating abnormality. Based on the available information, the reported intracranial hemorrhage is considered an expected, procedure-related adverse event. A definitive causal relationship between the drivewire 24 guidewire and the reported adverse event cannot be established from the information provided.

Event description:
On (B)(6) 2026, an emergent stroke thrombectomy procedure was performed on a patient presenting with acute ischemic stroke involving a right m2 branch occlusion. The drivewire 24 guidewire was initially advanced to the dominant m2 branch, subsequently withdrawn, reshaped, and redirected toward the non-dominant m2 branch. During advancement, arterial perforation was suspected by the treating physician. The thrombectomy procedure was completed using an aspiration catheter, achieving tici 2b revascularization. Intracranial hemorrhage was identified on post-procedural CT imaging. No device malfunction, structural failure, or unintended device behavior was reported.